Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the main manifold and circuit module were blocked. The main manifold and circuit module were cleaned. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit failed preuse checkout due to higher than requested sustained pressure, possibly resulting a loss of mechanical ventilation. There was no report of patient involvement.